Event description:
Healthcare professional reported right side "intracapsular rupture" and "minimal amount of peri-implant fluid" via MRI and "patient complained of pain." Device was explanted.

Manufacturer narrative:
Continued e.1. Address line 1: (B)(6). Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "minimal amount of peri-implant fluid".

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late : unable to observe as it is a medical event that is not related to the device. ¿ pain : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "intracapsular rupture" and "minimal amount of peri-implant fluid" via MRI and "patient complained of pain." Device was explanted.